Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that three prior to use thscf-35-260-3-aes safe-t-j amplatz extra-stiff support wire guides were returned for investigation. The mandril wire was noted to be poked out of the coils at: 2.5cm, 2.4cm, and 2.3cm from the tip. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could potentially contribute to this failure mode. This nonconformance was for broken wire, and while it was related to the reported failure mode, the affect unit was scrapped and not replaced. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation concluded that the cause could be related to the manipulation of the device as the physician reported that they attempted to putting a bigger curve on wire. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product code: dqx. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a safe-t-j amplatz extra-stiff support wire guide from an unknown lot "felt different" as the technician was shaping the wire. The "shaping" was described as not changing the j curve, but rather putting a bigger curve on the wire. This occurred prior to patient contact. The technician found this issue with the next two safe-t-j amplatz extra-stiff support wire guides from the same lot. Neither of these wire guides made patient contact. A fourth safe-t-j amplatz extra-stiff support wire guide, with different lot number, was prepared in a similar fashion and it worked fine.